Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The instrument passed engagement but was unable to retain the clip. The complaint was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had an unspecified issue. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.